Manufacturer narrative:
Investigation: no samples (including photos) were returned as of 23 march 2020 therefore the complaint could not be confirmed and the root cause is undetermined. A review of the device history record was completed for batch# 9168934. All inspections and challenges were performed per the applicable operations qc specifications. There were two (2) notifications [200832054, 200831485] noted that did not pertain to the complaint.

Event description:
It was reported that syringe 0.3ml 31ga 6mm wholeunit 10bag needle hub separated into the shield. This occurred on 50 occasions during use. The following information was provided by the initial reporter: material no. 324909 batch no. 9168934. It was reported that needle hub separated into needle shield. Verbatim: consumer reported when he removed shield, needle and hub got stuck inside shield. Stated, 50 syringes affected, (between two boxes). Stated, he is forced to take at least 3 syringes when he goes out just in case one fails. Stated, two boxes affected, same lot.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that syringe 0.3ml 31ga 6mm wholeunit 10bag needle hub separated into the shield. This occurred on 50 occasions during use. The following information was provided by the initial reporter: material no. 324909 batch no. 9168934. It was reported that needle hub separated into needle shield. Verbatim: consumer reported when he removed shield, needle and hub got stuck inside shield. Stated, 50 syringes affected, (between two boxes). Stated, he is forced to take at least 3 syringes when he goes out just in case one fails. Stated, two boxes affected, same lot.